Event description:
It was reported that during an aortic valvuloplasty procedure, the balloon valvuloplasty catheter allegedly got caught on the guidewire during advancement. It was further reported that after significant resistance the balloon valvuloplasty catheter was exchanged over the guidewire for another and the procedure was successfully completed. There was no patient contact.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
No medical records were provided to the manufacturer. An image was provided. The lot number for the device was provided. The device history records and image are currently under review. The device was not returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that during an aortic valvuloplasty procedure, the balloon valvuloplasty catheter allegedly got caught on the guidewire during advancement. It was further reported that after significant resistance the balloon valvuloplasty catheter was exchanged over the guidewire for another and the procedure was successfully completed. There was no patient contact.